Manufacturer narrative:
(B)(4). Foreign- argentina. Item name: g7 screw 6.5mm x 25mm; item# 010000998; lot# 6861266; item name: g7 pps ltd acet shell 58g; item# 010000666; lot# 6883595; g7 neutral arcomxl lnr 36mm g; item# 010000742; lot# 6628991; taperloc por lat fmrl 12.5x145; item# 11-103206; lot# 939270; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient was revised approximately 9 months post implantation due to femoral head implant fracture. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Device is used for treatment. Medical records/radiographs were provided and reviewed by a health care professional which confirmed the reported event. Radiograph review observed that the implant fit was maintained without evidence of loosening. Regarding alignment, there is mild subluxation of the fractured femoral head implant without dislocation. Bone quality appears normal. No other implant or anatomical concerns are identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.